Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged while slitting the sheath. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.